Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4. E1: patient city: (B)(6) patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil it was reported by the patient's mother that the patient faced four infusion set leak at the tubing site on (B)(6) 2024. No further information.